Event description:
The customer reported the unit shut down and alarmed while in use on a patient. The customer reported there was no patient harm. When the ventilator was powered back on it alarmed with a vent inop occurrence. The manufacturer's service technician reported during testing and power up of ventilator, the blower was determined to be non-functional. The service technician replaced the power supply to correct the finding. Extended self testing (est) was completed and all tests passed to operating specifications.